Event description:
The customer stated that the insulin pump was submerged in sea water and no longer works. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump has a blank display due to corrosion on the mother board and interface board.